Event description:
The customer contact reported unrequested bolus dose delivered. On an unspecified date at 0700 during shift change, the device was programmed to deliver morphine 1mg/ml, in the pca only mode, with a 1mg 4 hour dose limit. On (B)(6) 2013 at 1000, the nurse noted the device display indicated 0 demands had been requested; however, the device display indicated 2mg had been delivered. The device was removed from clinical service. The customer contact reported the physician was notified. Therapy was discontinued and the physician ordered an unspecified pain medication IV push to be given as needed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.6ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-5%). No unrequested bolus delivery was noted throughout the testing procedures. The device was received without a pt pendant. Testing was conducted using a test pt pendant. Based on the date verified, hospira could not attribute the issue to the device. The device history could not be downloaded at the service center. The lithium battery was found depleted which caused the history logs to be cleared; therefore, the history cannot be utilized to evaluate the reported event. This report represents all the info known by the reporter upon query by hospira personnel.